Event description:
The manufacturer received information alleging a ventilator's batteries were depleted. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.